Manufacturer narrative:
Failure analysis of the returned instrument confirmed that the electrical connector on the back of the instrument was changed. Damage to the electrical connector likely occurred while the user was disconnecting the instrument from the electrosurgical unit (esu). It is unlikely the damage occurred while the instrument was in use. The damage to the electrical connector caused the instrument's cautery function to become non-operational. The da vinci user manual explicity states that "environmental or equipment failures may cause the da vinci system to become unavailable. The surgical team should always have backup equipment and instrumentation available, and be prepared to convert to alternative surgical techniques."

Event description:
It was reported that the electrical connector on the back of the instrument broke. A backup bipolar forceps was used until the electrical connector on the back of the second instrument broke. Neither instrument malfunction constituted an FDA reportable event. The surgery was converted to an open procedure since no other appropriate backup instrument was available. No additional surgical procedure was required. No patient injury or adverse event was reported.